Event description:
Customer reported unexpected negative reactions on a patient sample. Manual tube testing using peg for antibody screen and panel were both negative.

Manufacturer narrative:
According to the package insert, negative reactions will be obtained if the test serum contains antibodies present in a concentration too low to be detected by the test method employed. The customer does not have any sample to send in for investigation testing. The event appears to be due to the nature of the sample.